Event description:
Steam tape with the lot 847177h4 was used on steam autoclavable sets and subjected to a cycle of 135 degrees celsius for 6 mins sterilization time and 30 mins dry time. When these sets were removed from the chamber it was noted that the white lines on the tape, which would normally turn black, were silver. Rptr conducted a test of the steam tape using samples with different lot numbers. The only lot sample that turned silver was the forementioned lot number. Since this tape is the only external indicator as to a set's sterility, it must be functioning properly.